Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured to current specifications. A definitive root cause could not be determined. We will continue to monitor for similar complaints have notified the appropriate internal personnel of this event.

Event description:
During an ivc filter placement, the guide wire stretched; broke and the inner core separated. The wire was pulled out. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an ivc filter placement, the guide wire stretched and broke on the inner core separated . The wire was pulled out. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.